Manufacturer narrative:
A getinge field service engineer (fse) checked the equipment on-site and confirm the fault reported by the customer. Blood was found in the equipment. The customer was advised to replace spare parts. The customer replaced the spare parts. The problem is solved.

Event description:
N/a

Manufacturer narrative:
Due to character restriction in field e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra aortic balloon pump had auto-inflation failure. There was no harm to the patient.